Event description:
It was stated that "failure of plate and screws construct, with the plate backing away from the vertebrae, and the screws pulling out."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.